Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. This report is for unknown va condylar plate/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Original implant date is unknown. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it has been reported that in the northern general hospital that there have been multiple failures of the va condylar plate. The plates have broken around the of the locking portion of a va lcp combi hole over the fracture site. There was no delay and no cancelled surgery. The impact of the failure is unknown. This complaint involves 1 part. This report is 1 of 1 for (B)(4).